Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The date of event is unknown. The event timing is unknown. There was no report of patient harm. No known adverse event. No video image. Refer to expiration date as complaint notification date.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51092) which was submitted. Therefore, MDR (9610877-2022-00424) filed on march 2, 2022 is considered a duplicate report.